Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lack of pain relief. The physician performed an x-ray to visualize the catheter and found an occlusion. A portion of the catheter was cut off and connected to a new catheter using a catheter revision kit. The cut portion of the catheter was not returned for evaluation.